Event description:
Bd 30g needle cannot withdraw and also cannot deliver the drug fluid. Look like its bore hole is blocked. It happened when they are withdrawing the drugs. They changed to other one, this new one can withdraw and can injecting the medicinal fluid to the patient. But, in the other occasion the needle also cannot inject the medicinal fluid. Total about 8 pieces bd needle that experience this case. We provided video comparator of bd needle 30g versus original needle of 1ml syringe when withdraw and deliver fluid. When testing used normal saline the bd 30g cannot withdraw and deliver the fluid as seen in the video.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle cannot withdraw or deliver the drug fluid. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a person with a needle assembled to a syringe and a container with a clear solution. When trying to withdraw the solution, it is not possible. No other information could be obtained from the video. A device history record review was completed for provided material number 305107, lot 3083960. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed. Without the actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Bd 30g needle cannot withdraw and also cannot deliver the drug fluid. Look like its bore hole is blocked. It happened when they are withdrawing the drugs. They changed to other one, this new one can withdraw and can injecting the medicinal fluid to the patient. But, in the other occasion the needle also cannot inject the medicinal fluid. Total about 8 pieces bd needle that experience this case. We provided video comparator of bd needle 30g versus original needle of 1ml syringe when withdraw and deliver fluid. When testing used normal saline the bd 30g cannot withdraw and deliver the fluid as seen in the video.